Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0605640ce implantable port allegedly experienced a fluid leak. This information was received from one source. This malfunction involved one patient with no patient injury. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
H10: the lot number for the device was provided and a lot history review was performed. The device was returned and the investigation is inconclusive for fluid leak. The definitive root cause could not be established. The device is labeled for single use. H10: g4 h11: h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0605640ce implantable port allegedly experienced a fluid leak. This information was received from one source. This malfunction involved one patient with no patient injury. Age, weight, and gender were not provided for the patient.